Manufacturer narrative:
On (B)(6) 2024, the customer alleged was hospitalized for high bg and dka. On (B)(6) 2024, case (B)(4) , the customer alleged was getting incorrect sensor readings/low sg alarms, hospitalized for high bg and dka. On (B)(6) 2024, case (B)(4) , the customer alleged was getting incorrect sensor readings/low sg alarms, hospitalized for high bg and dka. On (B)(6) 2024, case (B)(4) , the customer alleged loss of communication between the transmitter and the pump and lost sensor signal alert. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 26-mar-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. In further analysis in the pump history found multiple lost sensor signal alert on (b))6) 2024 at 20:18:00.000, (B)(6) 2024 at 05:15:00.000, (B)(6) 2024 at 23:00:00.000 and (B)(6) 2024 at 12:00:00.000. Also, multiple low sg alert on (B)(6) 2024 at 17:57:09.000, (B)(6) 2024 at 18:32:10.000 and (B)(6) 2024 at 11:07:11.000. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly, low sg alarm or lost sensor signal alert noted. The correct bg registered properly in the pump noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.6 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged was not confirmed getting incorrect sensor readings/low sg alarms, loss of communication between the transmitter and the pump and lost sensor signal alert. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 1000 mg/dl. The customer reported hyperglycemia, and diabetic ketoacidosis, which were treated with hospitalization: overnight stay. The customer reported the following leading up to the event: dka. Document treatment for high blood glucose: insulin drips. The event involved products mmt-332a, mmt-397a, mmt-7040a, and mmt-1884l. The customer reported high blood glucoses and it was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.